Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. C80063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones. Concurrent conditions included gerd, ovarian cyst nos and hypertension. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2016 to (B)(6) 2019, ibuprofen from (B)(6) 2015 to (B)(6) 2016, labetalol hydrochloride (labetalol) from (B)(6) 2014 to (B)(6) 2015, lisinopril since (B)(6) 2014, medroxyprogesterone acetate (depo-provera) from november 2014 to (B)(6) 2015, omeprazole since (B)(6) 2014 and paracetamol (tylenol) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("neurological condition/problems"), depression ("depressed"), hypoaesthesia ("numb arms/hands") and neuralgia ("nerve pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia and vaginal haemorrhage had resolved and the bladder disorder, urinary tract infection, fatigue, alopecia, migraine, headache, nervous system disorder, depression, hypoaesthesia, abdominal pain lower and neuralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, menorrhagia, migraine, nervous system disorder, neuralgia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal, back. Bleeding: menorrhagia (heavy menstrual bleeding).bladder/urinary problems: bladder problems, urinary tract infection. Neurological condition/problems, fatigue, hair loss, migraine, headaches, depressed, numb arms/hands. Removal recommended by treating physician- yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion.. Pathology test - on (B)(6) 2016: within the lumen of each fallopian tube, a 3.6 cm long by 0.3 cm in average diameter segment of silver-colored coiled metal wire is identified, consistent with an essure tubal occlusive device. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, back pain and abdominal pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. C80063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones. Concurrent conditions included gerd, ovarian cyst nos and hypertension. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2016 to (B)(6) 2019, ibuprofen from (B)(6) 2015 to (B)(6) 2016, labetalol hydrochloride (labetalol) from (B)(6) 2014 to (B)(6) 2015, lisinopril since (B)(6) 2014, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2015, omeprazole since (B)(6) 2014 and paracetamol (tylenol) from (B)(6) 2015 to (B)(6) 2016. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("neurological condition/problems"), depression ("depressed"), hypoaesthesia ("numb arms/hands"), neuralgia ("nerve pain") and sitting disability ("can't sit up for to long"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia and vaginal haemorrhage had resolved and the bladder disorder, urinary tract infection, fatigue, alopecia, migraine, headache, nervous system disorder, depression, hypoaesthesia, abdominal pain lower, neuralgia and sitting disability outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, menorrhagia, migraine, nervous system disorder, neuralgia, pelvic pain, sitting disability, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal, back. Bleeding: menorrhagia (heavy menstrual bleeding).bladder/urinary problems: bladder problems, urinary tract infection. Neurological condition/problems, fatigue, hair loss, migraine, headaches, depressed, numb arms/hands. Removal recommended by treating physician- yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion.. Pathology test - on (B)(6) 2016: within the lumen of each fallopian tube, a 3.6 cm long by 0.3 cm in average diameter segment of silver-colored coiled metal wire is identified, consistent with an essure tubal occlusive device. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, back pain and abdominal pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event can't sit up for to long. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. C80063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones. Concurrent conditions included gerd, ovarian cyst nos and hypertension. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2016 to (B)(6) 2019, ibuprofen from (B)(6) 2015 to (B)(6) 2016, labetalol hydrochloride (labetalol) from (B)(6) 2015, lisinopril since (B)(6) 2014, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2015, omeprazole since (B)(6) 2014 and paracetamol (tylenol) from (B)(6) 2016. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("neurological condition/problems"), depression ("depressed"), hypoaesthesia ("numb arms/hands") and neuralgia ("nerve pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia and vaginal haemorrhage had resolved and the bladder disorder, urinary tract infection, fatigue, alopecia, migraine, headache, nervous system disorder, depression, hypoaesthesia, abdominal pain lower and neuralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, menorrhagia, migraine, nervous system disorder, neuralgia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal, back. Bleeding: menorrhagia (heavy menstrual bleeding).bladder/urinary problems: bladder problems, urinary tract infection. Neurological condition/problems, fatigue, hair loss, migraine, headaches, depressed, numb arms/hands. Removal recommended by treating physician- yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion.. Pathology test - on (B)(6) 2016: within the lumen of each fallopian tube, a 3.6 cm long by 0.3 cm in average diameter segment of silver-colored coiled metal wire is identified, consistent with an essure tubal occlusive device.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, back pain and abdominal pain. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs, social media and medical record received. Essure lot number added. Events added: abnormal bleeding(vaginal), lower abdominal pain and nerve pain. Reporters, medical history and concomitant drugs were added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("neurological condition/problems"), depression ("depressed") and hypoaesthesia ("numb arms/hands"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain and menorrhagia had resolved and the bladder disorder, urinary tract infection, fatigue, alopecia, migraine, headache, nervous system disorder, depression and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, menorrhagia, migraine, nervous system disorder, pelvic pain and urinary tract infection to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back. Bleeding: menorrhagia (heavy menstrual bleeding).bladder/urinary problems: bladder problems, urinary tract infection. Neurological condition/problems, fatigue, hair loss, migraine, headaches, depressed, numb arms/hands. Removal recommended by treating physician- yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case become incident, previously added injury nos was replaced with dysmenorrhea & dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, bladder problems, urinary tract infection, neurological condition/problems, fatigue, hair loss, migraine, headaches, depressed, numb arms/hands, were added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.